Manufacturer narrative:
It was reported that the patient has a side effect from the adverse event. The patient is said to be unable to move her ankle. The actual device was not returned for evaluation. However, the surgeon does not fault the device. The surgeon states it was a technique error, not device related.

Event description:
It was reported that swelling was noted on the post-operative x-ray; the surgeon found that the screw passed through pelvis. But he did not take action against this problem because there were not any defects which included bleeding during surgery. The next day ((B)(6)), the affected limb was swelling and could not be moved. Then, angiographic examination was performed and it was found that tip of the screw compressed vessel and blocked bloodstream. There was no vascular surgeon at the hospital and the patient was taken to another hospital to undergo revision surgery. At the second hospital, tip of the screw that compressed vessel was chipped away and the damaged vessels were reconstructed with artificial vessels. The revision surgery took 5 hours.